Manufacturer narrative:
Device analysis the oad was received without the original saline line or guidewire. The initial visual and tactile examination of the handle assembly, saline sheath and driveshaft did not reveal any damage that would have contributed to the reported event. Further examination revealed that the crown and distal tip bushing remained intact and undamaged. No biological material was observed on the driveshaft or crown. The outside diameter (od) of the crown and crown location on the driveshaft were measured and met the drawing specifications. The driveshaft and saline sheath lengths were also measured and met their respective drawing specifications. An in-house 0.014" test wire was loaded through the device without resistance. When tested, the device spun at low, medium and at high speed with no abnormalities observed. Fluid was observed flowing out from the distal end of the saline sheath as expected. The device was turned on and off numerous times with no issues observed. While performing functional testing the power cord and control knob were manually manipulated to determine if there were any functional concerns with the components that would have contributed to the reported event, but none were found. While running the oad on low speed, the cable assembly on the back of the motor was doused with fluid using a syringe the device continued to spin as expected. While continuing to run the oad on low speed the housing was doused with fluid and the device continued to spin as expected. At the conclusion of the failure analysis investigation, the root cause of the spasm could not be determined. Furthermore, the root cause of the device not spinning could not be determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
It was reported that during a peripheral orbital atherectomy procedure, a vessel spasm occured and the csi orbital atherectomy device stopped spinning. There were multiple cto lesions located in the superficial femoral artery (sfa). The physician treated the lesions using two runs at low speed, two runs at medium speed and one run at high speed. As the physician was trying to move the oad, he discovered that it was stuck due to a vessel spasm. Nitro was administered and the vessel relaxed after 30 minutes. At that point, the oad would no longer spin. The physician completed the intervention via balloon angioplasty followed-up with placement of an unplanned stent. The patient status remained stable throughout the procedure. Three requests for additional information have been made, but none has yet been received.